Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was around 60 mg/dl -70 mg/dl. The customer was treated with juice and went back to sleep. The customer was treated with juice and went back to sleep. It kept going lower. When they woke up, they were sick. The low blood glucose was in the 60's, but they doesn't know what it was. The insulin pump was removed and were treated with intravenous drip. The customer declined to perform carelink upload. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.